Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since brain tissue samples were taken at an unintended area, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the surgeon, the surgery was completed successfully, there was no negative clinical effect to the patient and no remedial actions were necessary, done or planned for this patient due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the brain tissue samples taken at an unintended area, with the brainlab device involved, is a combination of the following contributing factors: a shift in instrument position or geometry may have occurred: either the navigation reference array moved, during or after draping of the patient and exchange from unsterile to sterile array or a reference array with bent post was used and exchanged for an undamaged reference array (a post of one of the reference arrays used at this hospital was found to be bent; it could not be explicitly confirmed that this array was actually used at this surgery). Either scenario would lead to a deviation of the navigation virtual display to the actual patient anatomy at this surgery. The initial patient registration was not verified again after the draping of the patient, which would have revealed such a movement/modification of the reference array. The tip of one of the navigated pointers used at this hospital was found to be bent. Despite it could not be explicitly confirmed that this bent pointer was actually used at this surgery, use at this surgery is likely, and therefore a contribution by this bent tip to a deviation of the navigation virtual display to the actual patient anatomy at this surgery. Inappropriate quality of the mr patient image data set that was used for navigation and may have misled the user. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Offer an additional training to users at this hospital.

Event description:
A cranial surgery (biopsy) has been performed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: performed the initial patient registration to match the virtual display of the preoperative mr scan to the current patient anatomy. Verified the accuracy of the registration and accepted the result. Draped the patient and used the aid of navigation to determine the burr hole. Opened the skull and obtained 3-4 tissue samples (without aid of navigation). Pathology informed that all samples are healthy brain tissue. Extended the craniotomy and obtained a tissue sample (without aid of navigation), according to the surgeon about 1 cm from the position where navigation indicated the tumor. Pathology confirmed tumor tissue. According to the surgeon, the surgery was completed successfully, there was no negative clinical effect to the patient and no remedial actions were necessary, done or planned for this patient due to this issue.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since healthy brain tissue was resected instead of tumor tissue, with the brainlab device involved, although according to the surgeon, the surgery was completed successfully, there was no negative clinical effect to the patient and no remedial actions were necessary, done or planned for this patient due to this issue. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A cranial surgery (open craniotomy for biopsy) has been performed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: performed the initial patient registration to match the virtual display of preoperative scans to the current patient anatomy. Verified the accuracy of the registration and accepted the result. Draped the patient and used aid of navigation to determine the burr hole. Opened the skull and obtained 3-4 tissue samples with the aid of navigation. Pathology informed that all samples are healthy brain tissue. Extended the craniotomy and obtained a tissue sample without aid of navigation (about 1 cm from the position where navigation indicated the tumor). Pathology confirmed tumor tissue. According to the surgeon, the surgery was completed successfully, there was no negative clinical effect to the patient and no remedial actions were necessary, done or planned for this patient due to this issue.